Event description:
It was reported that the lead had high impedance, a conductor fracture, high sensing integrity counter and was not sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.